Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the evicel application device available to be returned for evaluation? Can you identify the product code of the device? Can you identify the lot number of the device? Can you identify the lot number of the biologic individual box? Please clarify which component of the kit was broken (biologics vials or application device).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The vial adaptor snapped off before drawing up the vials, and another fibrin sealant preparation device was opened to complete the procedure. No adverse patient consequences were reported. Additional information was requested